Event description:
The following was reported to gore: the patient underwent treatment of an av fistula that presented with stenosis where a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was intended to be implanted. The physician was able to reach the target treatment area with no resistance using a 7 fr terumo introducer sheath and a terumo glidewire advantage® guidewire. However, when they went to deploy the viabahn device it failed deployment as there was resistance when pulling the deployment line. Resistance was met around 3-4 cm of pulling the deployment line. Some force was attempted while pulling the deployment line but still had an unsuccessful deployment. Some bow stringing was noticed. The physician removed the viabahn device from the patient through the sheath and completed the procedure using a new viabahn device. After examining the viabahn device, it was noticed the catheter and stent were still intact. There was no device expansion. It was reported there was no impact to the patient. Please note, the returned device was expanded on the back table after use and not inside of the patient.

Manufacturer narrative:
H6 code c19: a review of the manufacturing records indicated the device met pre-release specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: investigation conclusions: d15. Product investigation report conclusion: the reported primary failure mode, related to a stuck deployment line, could not be confirmed during engineering evaluation as the device was returned in a fully deployed state; it was reported that the device was fully deployed on the back table following withdrawal from the patient. Reportedly, the deployment line was pulled 3-4 cm, but there was no initiation of expansion of the device and the deployment line did not break. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation nor the primary device failure mode. An additional failure mode was reported, as the endoprosthesis started to bowstring following the deployment line becoming stuck; this additional reported failure mode was unable to be independently confirmed. The cause of this reported additional failure mode was unable to be established. Cause of the reported event cannot be established based on the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.